Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device emitted beeping tones in (B)(6) 2020. Premature battery depletion was alleged, and when attempting to check the device it was not possible to interrogate. The programmer was reset, but the device was still not interrogated. The patient was hospitalized awaiting a device replacement. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the evaluation conclusion code.

Event description:
It was reported that the device emitted beeping tones in august 2020. Premature battery depletion was alleged, and when attempting to check the device it was not possible to interrogate. The programmer was reset, but the device was still not interrogated. The patient was hospitalized awaiting a device replacement. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the device emitted beeping tones in august 2020. Premature battery depletion was alleged, and when attempting to check the device it was not possible to interrogate. The programmer was reset, but the device was still not interrogated. The patient was hospitalized awaiting a device replacement. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Engineers confirmed that the device could not be interrogated and did not respond to magnet application. Residual gas analysis demonstrated a high percentage of water content within the device case and electric overstress damage was observed on the high voltage circuitry. Further analysis revealed evidence of cyclic fatigue that caused a crack in the device case near the header, which resulted in a loss of hermeticity and allowed body fluid to enter the device case. An external power supply was attached, and review of device memory revealed that the device's power consumption had been gradually increasing over time, consistent with a compromised low voltage capacitor caused by exposure to hydrogen gas within the device case. However, the power consumption increased suddenly on 15 july 2020 rather than continuing to increase gradually (as expected with hydrogen-induced premature depletion). This resulted in a battery depletion (bd) alert triggered on 16 july 2020. Subsequently, the device was unable to successfully charge the high-voltage capacitors on 17 july 2020. This resulted in a charge time (CT) alert, which indicates that the device was no longer able to provide therapy, if needed. Engineers concluded that the device was initially exhibiting evidence of a gradual, high current condition associated with a compromised low voltage capacitor due to exposure to hydrogen gas within the device case. Subsequently, the device became non-hermetic due to a crack in the device case that allowed body fluid to enter. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden spike in power consumption and created a short circuit in the high voltage circuitry. This resulted in the device's rapid battery depletion (bd alert) and compromised therapy (associated with the CT alert).

Event description:
It was reprote that the device emitted beeping tones in (B)(6) 2020. Premature battery depletion was alleged, and when attempting to check the device it was not possible to interrogate. The programmer was reset, but the device was still not interrogated. The patient was hospitalized awaiting a device replacement. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.